Manufacturer narrative:
Per facility, the complainant part will not be returned for manufacturer review/investigation as it was given to the patient. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) procedure of the radial shaft on (B)(6) 2015. Sometime thereafter, the plate reportedly bent. A revision procedure was performed on (B)(6) 2015 to remove the bent 2.7mm locking compression plate (lcp) along with six (6) intact screws. The patient was then revised with a 6-hole, 3.5mm lcp plate and screws. The procedure was successfully completed without any reported delay. This report is 1 of 1 for (B)(4).